Manufacturer narrative:
The customer reported that their entire fleet of sipaps are about 6 months overdue for their 2 year overhaul. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
.The customer reported one of our device that lost pressure during ventilation on a patient on the sipap ventilator. At this time, there is no information regarding patient harm that is associated with the reported event.